Event description:
A medtronic representative reported that during a l3-l5 spine decompression and fusion surgery, the surgeon reported a spine inaccuracy. The surgeon discovered the issue by checking accuracy repeatedly. The first two screws were placed correctly. When he was placing the 4th screw in l3, he noticed it seemed out. It was the 3rd screw in l5 that was inaccurate which was confirmed by CT snapshots. The misplaced screw was replaced successfully without navigation.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep was able to reproduce the reported event. He adjusted the image settings files to improve image detail, and confirmed by testing the system with patient exams that the images looked good. The or was unavailable to test fluoro merge with synthetic images. The hardware, software, and instruments passed the system checkout and the system was fully functional. The rep also conducted navigation training with hospital staff using blue spine model and hospital's instruments.

Manufacturer narrative:
Patient weight was unavailable from the site. A medtronic representative went to the site to review workflow and provide in-service training to staff. The CT scan imaging protocol was improved. They changed the CT imaging protocol for an algorithm without soft tissue. This helped to have a good visibility of the contour in the synthetic ap and lateral view. Also changed the constant CT pixeloffset to 1024. The images still need to be slightly adjusted but the images quality in ap and lateral was more than acceptable for the merge. Also, the .dicom_settings files on the 2 s7 was not exactly the same, so the rep standardized both. The rep changed the equipment setup from analog c-arm to ge 9900 (ntsc), which drastically improved the workflow (automatic capture when detecting radiation). The rep did in-service training to the x-ray techs to avoid manual capture and to avoid mechanical movement of the c-arm during the acquisition. He also demonstrated a few techniques to the onsite rep on how to use the fluoro ap and fluoro lat if the CT views are not accurate on other levels (a good plan b if the surgeon doesn't want to re-register or to stop navigating). The rep also noticed that the site is sometimes using a jackson table. Because the curve of the spine is changed by the angle of this table vs the CT scan position, CT + fluoro won't work if they want to instruments on many levels with the same registration.